Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:42:11. During night drain cycle five, the patient's ultrafiltration reading was 1697ml, indicating the home patient drained 1397ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A maintenance review was performed. Upon conclusion of the investigation, the cause was determined to be use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.